Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. The distal portion of the target lesion was treated with a 2.5 x 38mm synergy drug-eluting stent (des). Rotational atherectomy and balloon angioplasty were performed, then a 3.00 x 38mm synergy¿ des was advanced to the middle portion of the target lesion. The device was unable to reach the lesion and it was removed. Upon withdrawal, dislocation of the stent mesh as observed angiographically in the proximal portion, because of this damage, the stent system was removed together with the guide catheter. Outside the patient's body, disarrangement of the proximal segment of the stent was noted. The procedure was completed with another 3.5 x 28 mm synergy des. No patient complications were reported and the patent's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. The distal portion of the target lesion was treated with a 2.5 x 38mm synergy drug-eluting stent (des). Rotational atherectomy and balloon angioplasty were performed, then a 3.00 x 38mm synergy¿ des was advanced to the middle portion of the target lesion. The device was unable to reach the lesion and it was removed. Upon withdrawal, dislocation of the stent mesh as observed angiographically in the proximal portion, because of this damage, the stent system was removed together with the guide catheter. Outside the patient's body, disarrangement of the proximal segment of the stent was noted. The procedure was completed with another 3.5 x 28 mm synergy des. No patient complications were reported and the patent's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted along the entire length of the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).